Manufacturer narrative:
The manufacturer previously reported the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the user of a remstar pro c-flex+ passed away. The cause of the death was not provided. The device was returned to the manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the device was visually inspected and found no evidence of foam degradation. The previous report information should state "the device was returned to the third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device at the service center, the device was visually inspected and found no evidence of foam degradation. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was corrected. A final report is being submitted. If any additional information is received, a supplemental report will be filed."

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the user of a remstar pro c-flex+ passed away. The cause of the death was not provided. The device was returned to the manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the device was visually inspected and found no evidence of foam degradation. If additional information is available a follow-up report will be submitted.